Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 48, 37, to 30 mg/dl at the time of the incidents. The customer was at 140 mg/dl at the time of the call. The customer was given juice, snacks, glucagon shots, and intravenous glucose to treat. The customer experienced symptoms such as a seizure. The customer had disconnected from the pump 30 minutes after being treated for the first low incident. Troubleshooting was not completed as the customer declined. Customer was using recalled sets and believes the sets may have caused their lows by over delivering insulin. The insulin pump will not be returned for analysis.